Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that infusion set cannula was crimped within 3 hours of insertion. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.